Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product photo was received for evaluation. Visual inspection found the picture shows leakage of blood from the exit connection of the heat exchanger tube. The reported failure is confirmed. No other analysis was performed. No root cause can be determined from the picture submitted and no product was returned for analysis. No corrective actions were performed since the root cause cannot be determined from the pictures provided. Shm will continue monitoring this failure condition in this product for future escalation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that fluid is leaking at the blue distal bar connection. This is the first official complaint but other staff have commented on previous similar experience. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Additional information received on (B)(6)2022 via email and attached to complaint object: complaint contact states they have no details regarding the patient's demographics or the care provided to resolve the issue. If this occurs again, they will ensure to collect this information.